Manufacturer narrative:
D10 concomitants: 09004222007 (B)(6) - gps implant kit v2, (B)(6),320-01-42 - equinoxe reverse 42mm glenosphere, (B)(6), 320-15-03 - rs glenoid plate post (B)(6) deg, left, (B)(6), 315-35-00 - glnd kwire, (B)(6), 300-01-11 - equinoxe, humeral stem primary, press fit 11mm, (B)(6), 531-55-88 - ergo gps 3.2mm drill kit sterile, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 531-78-20 - shouldr gps hex pins kit, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-42-00 - equinoxe reverse 42mm humeral liner +0, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm. H3: the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that this patient's left shoulder was revised approximately 2 years post initial operation. Patient was revised due to dislocation. Surgeon exchanged the adapter tray, liner and glenosphere. The glenosphere is changed to +4mm and a +5mm adapter tray. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: h6. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.